Manufacturer narrative:
The biomedical engineer (bme) reported that he received a report from staff that the central nurse's station (cns) was prompting the error messages he provided. The cns was currently prompting signal loss and "hdd port 1 error. He stated that he was unable to get any information to display on the cns that was monitoring the patient. Nihon kohden technical support (tech support) was attempting to check the status of the drives via the intel matrix storage console, once they confirmed the port 1 error. Tech support informed him that in accordance with the service manual the drives required replacement. The customer responded back on 07/06 that the signal loss and hdd port 1 error affected multiple patients and had issues with displaying patient data. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that he received a report from staff that the central nurse's station (cns) was prompting the error messages he provided. The cns was currently prompting signal loss and "hdd port 1 error. He stated that he was unable to get any information to display on the cns that was monitoring the patient. Nihon kohden technical support (tech support) was attempting to check the status of the drives via the intel matrix storage console, once they confirmed the port 1 error. Tech support informed him that in accordance with the service manual the drives required replacement. The customer responded back on 07/06 that the signal loss and hdd port 1 error affected multiple patients and had issues with displaying patient data. No patient harm was reported.